Event description:
Date implanted: (B)(6) 2012 normal surgery. Noted that haptic migrated from peripheral bag and moving toward center. Very unusual and have never seen this before except with this lens implant. This should never happen at all, ever. Something is wrong with the design of this lens. It should be pulled in my opinion.